Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that their device was in overdischarge in (B)(6) 2014. The patient stated the circumstances that led to their stimulator becoming overdischarged was they were in the hospital with bacterial pneumonia. They were in a rotating bed for five days and in an induced coma for 9 days. It was noted it took longer to charge when the patient came home. The patient called the local manufacturer's representative (rep) who assured the patient it would charge, but could take a few days to maximize the charge (when the patient was at home). It was noted the patient's family forgot about charging their stimulator as the patient was given a (B)(6) change of surviving so they were distracted. Relevant medical history includes chronic low back pain.